Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the lid of the device loosened was confirmed. The device was visually inspected and was found to have failed visual inspection. During the investigation it was found that the free cut in the housing for the inlaid piece from the lid¿s locking mechanism was damaged. It was determined that this can happen when the lid for the handpiece is forcefully turned to remove it, while the mode switch is still in the locked position. Furthermore, the housing failed the tightness test. It was further determined that the device failed pretest for general condition and leakage test. It was determined that the most probable cause for the damaged locking mechanism is improper handling, which is user error. It was further determined that the most probable cause for the failed tightness test is normal wear over time.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI : (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4: UDI: lot/serial unknown (B)(6). H4 device manufacture date: the device manufacture date is unavailable. E1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 for the same event. It was reported from japan that during a total knee arthroplasty (tka) surgical procedure it was observed that the lid of two handpiece device came loose. It was reported that after the procedure, the devices were checked by aligning the lid marks and twisting to lock and aligning the knob on the back of the lid with the lock mark. Then, the lid body turned and came off, even though it was not supposed to turn. This failure occurred with both devices. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4). Correction d4: it was documented in the previous medwatch report that the serial number was (B)(6) . Upon further investigation it was been noted that the serial number of the device is (B)(6) . The UDI has been updated accordingly.